Event description:
It was reported that during a ptca/stent procedure, the stent delivery system would not correctly advance to the lesion. Force was used to remove the delivery system (contrary to IFU) and the stent separated from the delivery system. A snare was used to retrieve the separated stent.